Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code e2010 needle stick/puncture.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction that was painful, itchy and had infection at the insertion site. The patient went to a walk-in clinic the day of the report and was prescribed antibiotics. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.